Manufacturer narrative:
The reported issue that the pcu failed to power up with the ac indicator illuminated could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. However bd has initiated a recall of the pcu keypad assembly in august of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. The CAPA pr (B)(4) was opened to investigate the keypad related issues. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 23apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the pcu pump failed to power up, the ac indicator was illuminated, and was recently repaired for defective keypad on (B)(6), 2020. The device was repaired again and front keypad replaced, and completed functional checks. The device was not in use on a patient when this malfunction occurred. Although requested, no further information was available. There was no patient involvement.

Manufacturer narrative:
The reported issue that the pcu failed to power up with the ac indicator illuminated could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd has initiated a recall of the pcu keypad assembly in august of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. The CAPA pr 1120033 was opened to investigate the keypad related issues. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A review of the device history record showed the device had a manufacture date of 23apr2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the pcu pump failed to power up, the ac indicator was illuminated, and was recently repaired for defective keypad on june 12, 2020. The device was repaired again and front keypad replaced, and completed functional checks. The device was not in use on a patient when this malfunction occurred. Although requested, no further information was available.there was no patient involvement.